Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the pump history during troubleshooting with tandem technical support showed the battery depleted 40% to 5% within approximately 15 minutes. There was no reported impact to the customer¿s blood glucose level. Reportedly the customer would continue to use the pump for insulin therapy.